Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right femoral artery. The lesion being treated was located in the left main (lm) artery using a non-bsc guide wire and a non-bsc guide catheter. A 3.5x12mm ion stent was advanced to the target lesion, however it was unable to cross. Then the physician predilated the target lesion with a 3.0x12mm apex balloon catheter at 14atms. The physician then advanced at 3.0x12 quantum apex balloon catheter to that target lesion and inflated to 24atms. A 3.75x10mm bsc cutting balloon was advanced to the target lesion, however it was unable to cross. The device was successfully removed. Then the physician advanced a 4.0x8mm ion stent and deployed it at 14atms in the ostial lm. The 3.75x10mm bsc cutting balloon was reintroduced and advanced to the target lesion. The cutting balloon was successfully removed. It was then noticed that the 4.0x8mm ion stent had compressed no longer covering the ostium. The procedure was completed by deploying a 4.0x12mm ion stent at 14atms in the ostium and was then postdilated with a 4.0x12mm quantum apex balloon catheter. Using an atlantis imaging catheter, intravascular ultrasound was used to confirm the ostium was covered. No patient complications were reported.